Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field sevice engineer (fse) inspected the unit and found blood contamination within the crm, safety disk blood detect tubing and purge assembly. The fse replaced tubing blood detect (d008-00-0312), safety disk assy (d997-00-0985-01), purge valve assembly (d104-00-0026) and crm assy (d997-00-0986-01). After the replacement, the unit passed all functional and safety tests per factory specifications and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during diagnostic tests, cs300 intra-aortic balloon pump (iabp) had failing self test. There was no patient involvement.